Manufacturer narrative:
The customer was sent a freestyle flex breast pump as a replacement to the freestyle breast pump she was having suction issues with. Return of her freestyle pump was not requested due to covid. When the customer made her initial report on 04/25/2020 about the freestyle pump, she didn't allege anything beyond the suction issue that she was experiencing. In follow up with the customer on 07/20/2020 regarding a subsequent report that she made regarding the freestyle flex pump that was sent to her as a replacement (refer to medwatch 1419937-2020-00070), she alleged that she developed mastitis, for which she was prescribed an antibiotic, on (B)(6) 2020 when experiencing the suction issues with the freestyle pump. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On 04/23/2020, the customer alleged to medela (B)(4) via email that her freestyle breast pump had low suction.